Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead had persistent pain in the pocket area. An attempt to obtain additional information was unsuccessful as the field representative does not have any information to provide. There was no allegation but this lead was explanted as planned. No additional adverse patient effects were reported.